Manufacturer narrative:
The complaint could not be confirmed. The device was not returned. However, the potential for the batteries to ignite is addressed in the IFU and in the risk assessment. The most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings.

Event description:
It was reported that after surgery the cable of the zimmer pulsavac plus was cut and battery pack was placed in the anesthetic bin in theatres. This caused a small fire. There was no patient involvement or injury associated with this report.